Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned for investigation. Therefore, no findings were available and the root cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to heartsine for further investigation. Heartsine evaluated the customer's device but and was able to duplicate and verify the reported issue. Heartsine determined that the cause of the reported issue was due to a failure of the crystal y4. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.